Event description:
Per the clinic, the patient developed an infection at the implanted site. Subsequently, the patient being treated with IV antibiotics and the patient being hospitalized for the treatment. The patient has been discharged after admitted for one week and was on oral antibiotics.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. The device was explanted on (B)(6) 2026 and there are no plans to reimplant the patient with another cochlear device as of the date of this report.